Event description:
A pro-disc-l implanted at l4-l5 appears to have subsided through the endplates on the pt's left side. Pt is reportedly not in a lot of pain and surgeon has made no decision as to treatment. All implants currently remain in the pt. This report is #3 of 3 for the same event.

Manufacturer narrative:
Additional info has been requested. Implants currently remain in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot# was provided. Mfg records could not be reviewed without a lot#. MFR date cannot be determined without a lot#.